Event description:
It was reported that during an unknown procedure, the first instrument used and it was no palpable resistance while firing noticed and there was no firing tone. Surgeon decided to reconnect and to use instrument again, when used for the second time, the instrument cut but did not staple correctly. This lead to a temporary artificial anus.

Manufacturer narrative:
Date sent: 2/28/2008. Info anticipated, but unavailable at this time.